Event description:
It was reported that the insulin pump fell off the counter and alarmed compromised force sensor system. Troubleshooting was done. Customer's blood glucose was 9.90 mmol/l. Customer stated that the drive support cap was sticking out. Customer mentioned also that the insulin pump had been missing the dome sticker for quite sometime. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. The insulin pump was received with a cracked reservoir tube lip, a cracked belt clip slot, a missing end cap sticker and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).